Event description:
It was reported that the ventilator was not outputting volume with an audible alarm while connected to a patient. The patient was placed on the backup ventilator with no harm reported.